Manufacturer narrative:
The pump has been returned to animas for evaluation. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump was not correctly recording blood glucose (bg) results. The pt indicated that she had gone to a doctor's office and the pump's history was printed out. The pt claimed that there were 3-4 days in a row where the bg was not registered on the print out. The pt claimed that the number of carbohydrates and the units bolused registered, but the bgs were not registered. A review of the pump history did not reveal any unusual dates. All dates were reportedly in sequence and the boluses were complete. No associated alarms were observed in the history. The pt claimed that she was always putting in the carbohydrates and bgs into the pump when bolusing. Based on the info provided, this complaint is being reported due to the pt's allegation that the pump's history was inaccurate. There is no evidence however, that the alleged issue contributed to a serious injury. The pt did not allege any harm or injury because of the alleged issue.